Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. The main coil and introducer sheath was returned for this complaint. A non bsc catheter was returned with this complaint. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened. The main coil was found kinked, stretched and the interlocking arm was detached. The fiber bundles had blood residues. No more damages were found in the returned device. The main coil returned stuck in the non bsc catheter, it was not possible to continue advancing was necessary to cut the catheter in order to release the main coil. Microscopic inspection of the main coil revealed the zap tip has a smooth surface. The main coil was stretched and kinked. The interlocking arm was detached. Dimensional inspection of the no. Of distal fiber bundles, outer diameter (od) of the zap tip and od of the primary coil were performed were within specifications. Dimensional inspection of the no. Of proximal fiber bundles revealed that the were lacking fiber bundle.

Event description:
Reportable based on device analysis completed on 03dec2019. It was reported that there was resistance and the interlocking arm released in the catheter. The target lesion was in the common iliac artery. A 20mmx40cm interlock-35 was selected for use. During procedure, a small section of the coil entered the patient's body when resistance was encountered. The coil was continued to be delivered, however the interlocking arm was released in the angiography tube. The coil was then withdrawn from the body, but the spring could not be taken out from the tube. The procedure was completed with another of the same device. No complications reported and patient was stable. However, device analysis revealed that the coil fiber bundles did not meet specification.